Event description:
The following has been reported by customer: several times over the past three weeks, the pump has indicated to install the tubing and close the line, even though the tubing is properly inserted. The pump still won't start. Tubing reinstalled several times, opened and closed the door, and sometimes have to completely turn the unit off for it to work. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.